Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in the middle part before usage at outside patient's body. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).